Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular body was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were provided for review with clinician. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to stem fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about march 21, 2022, it was discovered through diagnostic studies the femoral stem was broken which resulted in revision surgery on (B)(6) 2022.